Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle was damaged on (B)(6) 2025. The blood glucose level was 394 mg/dl and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.